Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not recommended a bolus amount when entering a blood glucose (bg) value and carbohydrates value. Blood glucose was approximately 300 (mg/dl). During a follow-up call with tandem technical support, the customer reported that the issue had not recurred.